Event description:
Event verbatim. Cranky, irritable, and weak asthenia. Case description: non-serious. This case, manufacturer control number is a report from a company sponsored support program in the united states referring to a female patient. A consumer reported this case. No past medical history was reported. Concurrent conditions present at the time of the event included exudative retinopathy and reflux oesophagitis. No allergies were reported. Concomitant medications included nizatidine, and cyproheptadine/hydrochloride. In 2005, the patient initiated nutropin aq, (0.8 mg, qd, route not reported, using nutropin aq pen) for an unk indication. The lot number for the nutropin aq pen was e046. The lot number for nutropin aq was unk. The first puncture date of the unk lot number was not reported. The patient's prior history of exposure to the unk lot number was not reported. The date of last administration prior to the onset of the event was not reported. On the following month, the patient had a scheduled tonsillectomy. On the next day, they returned home. The mother of the patient stated that shortly after this time. The lcd screen was not working properly and she began counting the clicks to administer the patient's injections. She reported that during this time, the same day, her daughter became cranky, irritable, and weak (weakness). She notified her doctor who advised her to give the injection every other day for awhile and order a new pen device. Relevant laboratory tests and treatment were not reported. The dose of nutropin aq was reduced. It was not reported if the patient continued or discontinued use of the product lot number in question. On the following month, she received the new pen, lot number was not reported. It was not reported if the patient switched to the new pin. The outcome of the event was not reported. Reports from patient support programs are regarded as solicited in nature and an implied causality cannot be inferred. No other etiologic information was reported. This report was forwarded to genentech product quality and assigned. Additional information has been requested. Pharmacovigilance: asthenia is unlabeled in the uspi and unexpected in the ib for nutropin aq an pen. A report of crankiness, irritability, and weakness occurring 741 days after initiating nutropin aq using nutropin aq pen administered for an unknown indication in a female patient from the united states. This nonserious event is also associated with a product complaint.